Manufacturer narrative:
Fragments of the explanted lal were returned to rxsight; there was no additional analysis that can be performed due to the state of the returned lal fragments. Section h6 codes were updated accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery, while implanting the light adjustable lens+ (lal+, sn (B)(6), +19.5d), the leading haptic was bent then disinserted. A capsular bag tear was noted and the lal+ was removed from the eye; an intraocular lens from another manufacturer was implanted in the sulcus. Rxsight's first awareness of the event was on 08/11/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).